Manufacturer narrative:
Tracking number: (B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, calibration on the handle with a reload on the device. There is no further information available.